Event description:
Home pt reports leak in cassette of homechoice set noted in prime, prior to pt connection. Home pt discontinued use of set and set up all new supplies to complete automated peritoneal dialysis therapy. Home pt reports no injury or medical intervention.